Event description:
It was reported that a labeling issue occurred. The 28 x 2.50 promus premier drug-eluting stent was selected for use. However, it was noticed that the size on the outer packaging was inconsistent with the size on the inner packaging. The procedure was completed with another stent. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6).